Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The patient underwent a revision procedure. This lead was extracted and a new lead was successfully placed. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body revealed cuts in the insulation likely induced during the explant procedure. The electrode tip was also inspected and no anomalies were observed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.